Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a software error detected from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump error occurred during bolus. The customer stated that the pump error occurred while bolus exerts programming. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump error 53 was noted in the formatted history file due to the software error. The pump was received with minor scratches on the lcd window.